Manufacturer narrative:
Correction made to a1: patient identifier: (B)(6) (previously submitted as unknown). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation with original caps attached to supply lines and a loose blue cap inside the returned zip lock bag without a pouch. Visual inspection was performed and the blue pull ring cap was observed dislodged from the patient connector. There was no evidence of damage to the cap and patient connector. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a homechoice cassette was loose and fell off. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.